Event description:
Info received that the head hi/low drifts down slowly. No injury reported.

Manufacturer narrative:
Technician found: head hi/low drifts down slowly. Cause - removed CPR/emerg trend valve to find rubber plunger detached from valve stem. Resolve - replaced CPR/emerg trend valve to resolve this issue. Bed stored on 7th floor.